Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was displayed for an out-of-range atrial intrinsic amplitude of 0.5mv. Review of the stored data identified intermittent farfield r-wave oversensing (ffrwos) on a stored rythmiq episode. The information was forwarded to the patient's following clinic and the patient will be brought in for evaluation. The device remains in service and no adverse patient effects were reported. The boston scientific local are representative was contacted for additional information. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that system evaluation was performed following the reported clinical observations and atrial sensing had improved and was 1.6mv. The system remains in service and no adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was displayed for an out-of-range atrial intrinsic amplitude of 0.5mv. Review of the stored data identified intermittent farfield r-wave oversensing (ffrwos) on a stored rythmiq episode. The information was forwarded to the patient's following clinic and the patient will be brought in for evaluation. The device remains in service and no adverse patient effects were reported. The boston scientific local are representative was contacted for additional information. No information has been received at this time. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was displayed for an out of range atrial intrinsic amplitude of 0.5mv. Review of the stored data identified intermittent farfield r-wave oversensing (ffrwos) on a stored rythmiq episode. The information was forwarded to the patient's following clinic and the patient will be brought in for evaluation. The device remains in service and no adverse patient effects were reported. The boston scientific local are representative was contacted for additional information. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that system evaluation was performed following the reported clinical observations and atrial sensing had improved and was 1.6mv. The system remains in service and no adverse patient effects were reported. Additional information was received that an alert was generated for atrial arrhythmia burden (aab) greater than one hour. The average ventricular rate during atrial tachycardia response (atr) was 74bpm. Some atrial undersensing observed during atr episodes. The aab alert was increased to greater than three hours. They system remains in service and no adverse patient effects were reported.

Event description:
It was reported that an alert was displayed for an out of range atrial intrinsic amplitude of 0.5mv. Review of the stored data identified intermittent farfield r-wave oversensing (ffrwos) on a stored rythmiq episode. The information was forwarded to the patient's following clinic and the patient will be brought in for evaluation. The device remains in service and no adverse patient effects were reported. The boston scientific local are representative was contacted for additional information. No information has been received at this time. This investigation will be updated should further information be provided. Additional information was received that system evaluation was performed following the reported clinical observations and atrial sensing had improved and was 1.6mv. The system remains in service and no adverse patient effects were reported. Additional information was received that an alert was generated for atrial arrhythmia burden (aab) greater than one hour. The average ventricular rate during atrial tachycardia response (atr) was 74bpm. Some atrial undersensing observed during atr episodes. The aab alert was increased to greater than three hours. They system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Device technical analysis: this product remains implanted and in-service. As such, physical analysis has not been conducted in our laboratory. Investigation summary: with all the available information, boston scientific concludes that although the complaint device was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use), therefore, well-understood factors likely contributed to the event. Oversensing is a known inherent risk of the use of this product. Investigation conclusion: based on the available information, although no product has been returned and the product remains implanted and in service, we have determined that oversensing is a known inherent risk with use of this product. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.